Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 11. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2019 non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.